Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 around 7:30, the cgm reading was 185 mg/dl and therefore the patient self-treated with 11 units of insulin. He then ate a bowl of oatmeal with milk and a cup of coffee. Around noon while they were in the doctors clinic the patient was feeling fine then all of the sudden he collapses and lost consciousness. The doctor called 911 and took a blood glucose reading which was 40 mg/dl and the cgm reading was 110 mg/dl. The patient was taken to the hospital and he was admitted and they performed some unspecified test for the reason for loss of consciousness. There was medication provided to the patient during the event but the reporter was unable to clarify what medication was provided. At the time of the report, the patient was reportedly still unconscious, admitted to the hospital and was diagnosed with hypoglycemia, dehydration and possible kidney damage. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023 around 7:30 the cgm reading was 185 mg/dl and therefore the patient self-treated with 11 units of insulin. He then ate a bowl of oatmeal with milk and a cup of coffee. Around noon, while they were in the doctor's clinic, the patient was feeling fine then suddenly, he collapsed and lost consciousness. The doctor called 911 and took a blood glucose reading which was 40 mg/dl and the cgm reading was 110 mg/dl. The patient was taken to the hospital, and they performed some unspecified test due to loss of consciousness. There was medication provided to the patient during the event, but the reporter was unable to clarify what medication was provided. The patient was admitted to the hospital and was diagnosed with hypoglycemia, dehydration, and possible kidney damage. The patient regained consciousness at the hospital and was later discharged the same day. At the time of the report, the patient was fine, but the cgm was still inaccurate (at least 50 points off). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. It has been reported that there was a difference in readings of 50 points. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).